Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported patient pain; however, the initial reporting stated a left femoral component was inserted in a right knee which is a possible contributing factor to the pain. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a left femur which had been placed in a right knee, causing pain.